Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and confirmed the alert was for an out of range measurement. Ts noted there is no concern for a lead integrity issue and recommended bringing the patient in office to reset the alert received and continue to monitor the patient and their system. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.